Manufacturer narrative:
E1- initial reported phone number: (B)(6). The date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy following a fall. Surgical intervention was undertaken wherein the lead was confirmed fractured. The lead was explanted and replaced to resolve the issue.

Manufacturer narrative:
The reported complaint of high impedance was confirmed. The received lead was found with all its wires broken which would cause high impedances. The cause of the event remains unknown.